Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Further testing was recommended. No adverse patient effects were reported. This crt-d remains in service.